Manufacturer narrative:
(B)(4). No unexpected no delivery alarms/ occlusion anomalies or insulin flow blocked alarms noted during testing. Unit passed displacement test, rewind test, prime/ seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Unit received with same audio tone when switching from volume 5 to volume 1, hardware low level failures was present in the pump trace download and hardware low level failures alarmed during selftest due to broken trace at u1 pin 6 (sda) on keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had frequent no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.